Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in sensing and a high out of range pacing impedance measurement of greater than 2500 ohms. Testing of the system was unable to produce any noise. The rv output was increased and the system remains implanted and in service. No adverse patient effects were reported.